Event description:
The caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows:date inratio inr laboratory inr(B)(6) 2014 1.6 2.6testing was performed simultaneously. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse event. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.